Manufacturer narrative:
Other, other text: this MDR was generated under (B)(4), as a result of warning letter (B)(4).

Manufacturer narrative:
Device evaluation summary: one cadd ms3 pump was returned for analysis in used condition. Visual inspection of the pump found the pump to be in good condition. Functional testing included accuracy testing. Accuracy testing found the pumps average delivery error to be within the published specification. Customer stated issue was not confirmed and could not be duplicated. Problem source could not be identified.

Event description:
Information was received that during use of this smiths medical cadd ms3 pumps, the pump "emptied at much higher rate than normal". It was reported that the patient switched to back up pump. No reported adverse effects.